Event description:
Same case as #6000093-2006-00455 it was reported, by a patient, that post a coronary drug eluting stenting treatment procedure, a rash developed. The patient called stating she had a rash before she left the hospital. The rash was noted about 2 days post implant of two taxus express2 drug eluting stents, 2.5x24mm and 2.5x8mm. The rash started on her chest, was a "red blotchy rash" and was accompanied by "blisters under the surface". The patient indicated that benadryl was not effective. The patient went to the ER the day before this report where she received a "shot and a pack of prednisone". Per the patient, the rash is ongoing and continues down the torso. The patient says she also has a cordis stent. The implanting physician was contacted for additional information. He indicated that the patient had been changed from plavix to ticlid and provided the name of the patient's primary cardiologist. The primary cardiologist was aware of the patient's rash but could not say for sure if he thought it was related to the stent or not.